Event description:
It was reported that during set-up, the nut that holds the cable to the sternal saw was worn and nothing stayed attached to it. Also, the saw was getting hot to the touch. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The cable saw was replaced. Preventive maintenance would have prevented the reported failure mode. This report is being submitted to the FDA as a result of a retrospective review of product complaints.